Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, and dyspareunia. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2011 and boston scientific repliform was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that mesh was implanted on (B)(6) 2005 due to cystocele, rectocele, stress incontinence and vaginal vault prolapse along with concurrent sacrospinous vaginal suspension/paravaginal repair and posterior vaginal repair. It was also reported that the patient underwent mesh removal/revision on (B)(6) 2011 due to pelvic pain and cystocele with concurrent diagnostic laparoscopy, lysis of adhesions, right salpingo-oophorectomy, paravaginal repair and vaginal suspension.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.